Event description:
Customer reported that a patient underwent an open inguinal hernia repair with mesh implant in 2008. The patient developed an infection 10 to 12 days post-op. The patient was returned to surgery for mesh explant and placed on antibiotics. No further information is available.

Manufacturer narrative:
Other: infection occurred, should additional information be obtained, a supplemental 3500a form will be submitted accordingly.